Manufacturer narrative:
Device evaluation: visual inspection of the returned device confirmed the reported failure as the nail was noted to be broken along the holes on both sides of the nail where screws are inserted. Due to the type of breakage observed, this could indicate the nail was subjected to excessive bending rendering it softer and resulting in its breakage at this precise location. The location of the breakage is consistent with mechanical bending failure in fatigue. It is likely that the root cause of the mechanical bending failure is due to excessive stress being applied to the nail by the patient during daily activities. Device records review: a review of the device history records (DHR) confirmed the nail met all quality inspections and specifications prior to release. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that the patient had completed lengthening and consolidation, when it was noted that after explant, the nail was broken through the distal proximal screw. No patient adverse event was reported.